Event description:
Technician alleged that the brake casters swivel side to side on the head end of stretcher while in brake mode. No pt impact.

Manufacturer narrative:
Technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue.